Manufacturer narrative:
Insulin pump passed the displacement. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and the reservoir will not stay locked in place customer has to tape it down. Customer's blood glucose level was unknown. Customer reported that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.